Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause was not known. Customer consumed carbohydrates to address low bg. As well as, the customer experienced an elevated blood glucose (bg) level of ¿high¿; although specific value was not provided. Cause was not known. A manual insulin injection was delivered to address the elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.